Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on the plug unit. In addition, the following reportable malfunctions were identified during the device evaluation: no image, and objective lens had foreign objects. For no image, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on the plug unit. For objective lens had foreign objects, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reprocessing problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had a communication error code b30. No further information was provided. There were no reports of patient harm.